Event description:
A surgeon reported small metal fragments deposited in the vitreous and onto the retina during an unknown quantity of vitrectomy procedures. Upon follow-up it was informed that not all fragments were removed from the patients eye; however, "the retained fragments have not caused any harm to the patients." Additional information has ben requested.

Manufacturer narrative:
A product sample was requested; however, no sample is available for this report. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).